Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn near the ok button, and the audio bolus button was detached from the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently unresponsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter noted that the contrast button was torn off. The pump had recently been exposed to moisture and the reporter denied evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.